Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for device follow-up, the device was unable to be interrogated. A telemetry test was performed which yielded 15 failed attempts. Device interrogation in another exam room was suggested.